Event description:
During the 2nd code blue for this patient, defibrillator shock was ordered for 120 joules, but the defibrillator delivered 95 joules instead. After the shock was delivered, the defibrillator continued to charge with a loud audible alarm and did not stop after shock was delivered. Again a second defibrillator shock was ordered for this patient and the same event happened. The defibrillator continued to charge with a loud audible alarm indicating it was charging and the alarm did not stop after delivering shock. The third time a defibrillator shock was ordered, the full 120 joules delivered and the patient returned to a sinus bradycardia. Biomedical on-call arrived and found that defibrillator actually was indicating a "defib fault 95" error message on the display that the clinician mistook as 95 joules delivered. Biomedical confirmed by testing the defibrillator at 200 joules did indicate a defib fault 95 error message with steady audible alarm. The defibrillator did not deliver any energy when this error message was displayed. Biomedical pushed the code data into the code navigator software for analysis and removed the defibrillator from service for reporting and repair. Manufacturer response for defibrillator, r-series (per site reporter). Awaiting response form manufacturer.